Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a latch sensor malfunction. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed. During testing the cassette was not recognized by the pump. The suspected cause was the downstream occlusion (dso) sensor, bezel and seal. Replaced the downstream occlusion sensor, bezel and seal. Upon further investigation, found error code 46507, the lens was scratched, the battery compartment was cracked and the upstream occlusion seal was buckled. Reset error code, and the error code did not return during repair and testing of the pump. Replaced the battery compartment, springs, pogo contacts, separators, gaskets, insulator, upstream occlusion seal, lens, lens seal, keypad and labels. Updated software. Performed dso/uso sensor calibration. The device passed all testing criteria after the repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.